Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jul-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that both leads migrated down - the first lead to about t10 and the second lead to down even a little bit further. The hcp believed the patient probable noticed a change in therapy several months prior to the report, but the patient didn't have specifics. The device was reprogrammed with hd settings to accommodate for the lead migration. Group e was adjusted to 1.5v, 90 pw, and 300 rate and the patient indicated these settings felt good. The hcp was helped in exiting the session properly as they said they always had issues saving the programming. No further complications were reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.